Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with manual injection and insulin pump for high blood glucose level. The customer was declined troubleshooting for high blood glucose. The customer also reported insulin flow blocked alarm. Customer stated alarm did not occur during fill tubing and event was resolved by infusion set change. The insulin pump will not be returned for analysis.